Manufacturer narrative:
The pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no excessive no delivery alarm. The pump was received with scratched lcd window. The pump was received cracked case display window corner. The pump was received with cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's diabetic educator (B)(6) reported that the customer believed their device was not delivering their basal due to high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated the high with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.